Event description:
It was reported that the device lasted less than five years due to high output. The device was explanted and replaced. It was also reported that the right atrial (ra) lead had no capture and high thresholds. The ra lead was inserted in the port of the replacement device but was inactivated by programming the device to a pacing mode of vvir. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion that meets expected longevity.